Event description:
Event description: ecn event description: physician was wiring the left superior in flower and explained the wire was stuck. Would not move forward or back. Eventually pulled hard and the wire broke. The catheter was then free to move and was removed from the body. A new catheter and wire were opened. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: moving wire forward, gently pulling and pushing catheter. What is the next course of action?: when wire broke everything was removed. Patient present at time of event?: yes. Patient complications: no patient complications. Procedure number: pn 2742906. Complaint: int additional questions: device 1: upn m004pf41m401, model number null, lot or serial number (B)(6) was issue present upon opening package?: no. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot# answer: boston starter rosen wire (B)(4) lot 8451187. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: yes. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc). Answer: no, guidewire was broken. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc]. If yes: please specify. Answer: no. Device 2: upn 000000000008749120, model number null, lot or serial number (B)(6) if failure mode is 'other,' details: broken wire was issue present upon opening package?: no. Device/procedure outcome: unable to use device attempted procedure completed different device used (different model). Int failure modes: device 1: upn m004pf41m401, model number null, lot or serial number (B)(6) guidewire stuck device 2: upn 000000000008749120, model number null, lot or serial number (B)(6) other broken wire. As reported code: device or device component 1636: fracture. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer returned one partial guidewire. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with two fractures and one shear point. The first fracture point was on the guidewire's ribbon. The guidewire returned without its distal tip, with the ribbon measuring 178.9cm in length, indicating that very little of the distal portion had been removed. The remaining ribbon also retained its j shape, meaning only the ribbon behind the distal weld would have been fractured. Necking was visible on the ribbon, suggesting that excessive force was used. The coil was sheared, suggesting that the coil was cut with a sharp instrument. The coil was overstretched for 6.5cm, starting at the shear point on the coil, with 3.7cm of the core and 5.1cm of the ribbon protruding from the coil at this point. The second fracture point was on the coil of the guidewire. The coil was fractured at 79.1cm from the proximal weld. The distal portion of the coil, measuring 24cm, had shifted towards the distal end of the guidewire, exposing the ribbon and core for 55.9cm. In total, 103cm of coil was returned. At approximately 79.1cm, there was a scratch on the coating of the guidewire, which is evidence of mechanical force being used on the guidewire. There was a kink located at 29.4cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: ecn event description: physician was wiring the left superior in flower and explained the wire was stuck. Would not move forward or back. Eventually pulled hard and the wire broke. The catheter was then free to move and was removed from the body. A new catheter and wire were opened what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Moving wire forward, gently pulling and pushing catheter what is the next course of action? When wire broke everything was removed patient present at time of event? Yes patient complications: no patient complications procedure number: pn 2742906. Complaint. Int additional questions: device 1: upn m004pf41m401, model number null, lot or serial number 36379861 was issue present upon opening package? No. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot# answer: boston starter rosen wire (B)(4) lot 8451187. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: yes. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: no, guidewire was broken. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc]. If yes: please specify. Answer: no. Device 2: upn 000000000008749120, model number null, lot or serial number 8451187 if failure mode is 'other,' details: broken wire was issue present upon opening package? No. Device/procedure outcome: unable to use device attempted procedure completed different device used (different model) int failure modes: device 1: upn m004pf41m401, model number null, lot or serial number (B)(6) guidewire stuck device 2: upn 000000000008749120, model number null, lot or serial number (B)(6) other broken wire. As reported code: device or device component 1636: fracture. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact.